Event description:
It was reported that, during an internal fixation surgery, the head of an unkn evos plating screw fell off when inserting it after pre-drilling the hole. After the head of the screw fell off, the rest was extracted from the patient by over-drilling up to the tip before extracting with an unspecified ortho instrument. Surgery was finished without any delay with a sn back-up device. No other complications were reported.

Event description:
It was reported that, during an internal fixation surgery, the head of an unknown evos plating screw fell off when inserting it after pre-drilling the hole. The other portion of the screw was able to be extracted and there was no harm done to the patient. Surgery was finished without any delay with a sn back-up device. No harm to the patient or additional complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, the remainder of the broken screw was extracted from the patient by an unspecified ortho instrument. The procedure was completed using a s+n back-up device. It was reported that ¿no harm was done¿ to the patient as a result of the screw breakage. Therefore, no further clinical/medical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include size selected, surgical technique and/or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.